Event description:
It was reported air bubbles in the reservoir and insulin leaked between the o-rings. During filling the reservoir, there was no leakage and nothing visible. However, during use, there were air bubbles and leakage, but there was no insulin visible into the reservoir compartment. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.